Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The next day after the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis event was not reported. The patient was discharged after three days from the hospital. The patient was recovered from the peritonitis event. The pd therapy was ongoing. The patient was retrained on proper aseptic technique. Additional information was requested but was not available at this time. This is report 3 of 5 involved in this event.